Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The unit was calibrated, and returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The unit was calibrated, and returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient involvement.